Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a no delivery alarm from the insulin pump. The patient's blood glucose of the time was over 500 mg/dl. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0u. The customer was unable to troubleshoot because she did not have the reservoir in the pump. The customer was advised to contact her health care provider regarding a new prescription for the infusion set supplies.